Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The gender characteristic is male and the baseline age is 63 years old. The lead models could include: 6947, 6935, and 6935m. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: failure rates of single-versus dual-coil non-recalled sprint quattro defibrillator leads. American journal of cardiology. 2015;115(2):202-205. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this implantable lead model. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article referenced the following complications/failure modes: increased pacing thresholds, oversensing/noise, pacing impedance changes, and ¿high voltage failure.¿ the status of the leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.